Event description:
It was reported that the battery of this pacemaker was suspected of depleting faster than expected. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.